Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2022. During deployment, it was noticed that the clip would not fire repeatedly and then the clip misfired. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.